Event description:
FDA medwatch form mw5183211/MDR report key (B)(4) was received on 27feb2026.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, h10. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1: postal = (B)(6) this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported to cook by another manufacturer, a safe-t-j amplatz extra-stiff support wire guide was used during a procedure involving placement of another manufacturer¿s mitral clip device, intended to treat the patient¿s grade four functional mitral regurgitation. Per the reporter, transseptal puncture was performed, and the complaint device was advanced into the pulmonary vein. Reportedly, several attempts were made to place the wire in the pulmonary vein. Prior to insertion of the other manufacturer¿s devices, a pericardial effusion was noted. The procedure was discontinued and a pericardiocentesis was performed. The mitral clip had not been inserted into the patient, and there were no issues noted with the mitral clip, needle, or sheath. Per the reporter, the physician ¿cannot rule out that the lateral wall was punctured with the stiff wire.¿ the patient reportedly left the catheterization lab in stable condition. Additional information has been requested but is not available at this time.